Manufacturer narrative:
(B)(4). Conclusion: thoracic stent graft was implanted in the abdominal aorta.

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a patient who was previously treated for an abdominal aortic aneurysm rupture that was repaired with another manufacturer¿s stent grafts. It was reported that the physician decided to place a 46mm valiant stent graft from the existing stent graft up to the left renal as the aortic neck measured 38mm in the lumen and 55mm wall to wall. First a 46 mm valiant stent graft was placed and inadequate seal was achieved. A second stent graft was placed to increase overlap between the valiant stent grafts and the existing stent grafts. After placement and ballooning it was noted that the first valiant stent graft was covering the left renal artery. The physician was able to cannulate the left renal artery and a focal angiogram demonstrated a patent left renal. Complete aortagram showed complete aortic occlusion from the middle of the stent graft down. The physician was able to reestablish flow with balloon thrombectomy and stenting of the other manufacturer¿s stent grafts limbs with stents. Final angiogram demonstrated widely patent limbs. No additional clinical sequelae were reported and the patient is fine.